Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line of a homechoice cassette and a heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill two of five. The patient was connected at the time of the alarm. The patient stated the heater line had disconnected from the heater bag. The renal therapy service agent (rtsa) explained the alarm and had the patient cycle power to clear it. The rtsa advised the patient to start therapy over with new supplies. During follow-up, the patient stated they had not seen any damage to the shipping carton or over pouches to the supplies. There had not been anything unusual about the connections; they had seemed normal and secure. The renal therapy service agent reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.